Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a revaclear 300/apac before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device and five pictures were received for evaluation. The visual inspection of the provided pictures showed the product wet and a black hair like particulate matter was observed in or on the header cap. The visual inspection by naked eyes of the actual sample showed the product wet. A black particulate matter was observed in the header cap. The reported condition was verified. The cause was production process related. After removing the header cap, a scratch on the inner surface of the cap was also observed. This was a black discoloration that could be removed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.